Event description:
As reported by the patient's husband on (B)(6) 2014, a female patient experienced an eye irritation the day after she inserted her contact lenses. It was reported that an eye care professional (ecp) diagnosed her with an unspecified infection. On (B)(6) 2014, it was reported that within a few days of the initial irritation, it got worse. The patient then sought medical attention. She was diagnosed with an ulcer and a bacterial infection in her left eye. She lost her eyesight in that eye for a week. Her sight began to return to her after medical treatment. The ecp told the patient that there would be a scar and it would take a year for the eye to heal. She was also told that she would not be able to wear contact lenses again. She was reported to have a "big cloud" on her left eye. On (B)(6) 2014, the ecp provided additional information indicating that the adverse event began on (B)(6) 2014. It was reported that the patient was diagnosed with a k-ulcer in the left eye and pseudomonas. It was also reported that an unspecified amount of corneal staining was noticed. The patient was treated with multiple unspecified antibiotics, an unspecified steroid antibiotic ointment and preservative free artificial tears. The event has not resolved and contact lens wear has not resumed.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).